Event description:
Information was received that a smiths medical cadd solis hpca pump, had delivery low output. No adverse patient effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, all accuracy testing found that the pump delivered within the published specifications of +/-6%. No fault was found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.